Manufacturer narrative:
Film evaluation summary: the cause of the left iliac artery occlusion reported on the day following the implant could not be determined from the pre-images p rovided. Angio¿s at implant were not available for review, the blood flow dynamics could not be assessed from the CT¿s provided, and post-cta¿s were also not available. Pre-implant films noted that the left iliac artery was moderately tortuous. There was an acute bend seen near the left internal bifurcation, calcification was seen along the proximal section of the left external iliac artery, and the left external artery diameter was noted as 8mm. Cross-section images of the iliac arteries were not returned, and the vessels below the level of the pelvis were not seen in the returned films. The cause of the occlusion appears to have most likely been anatomy related. During the procedure another manufacturer's bare stent was implanted in the left external iliac distal to the stent graft, the occluded segment was from a dissection in the left external iliac distal to the bare stent. The occlusion was reported as not associated with the stent graft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. During the procedure, another manufacturer's bare stent was implanted in the left external iliac because the physician did not like the way that it looked. It was reported that there was a short segment left iliac occlusion on the day following the procedure. It was further reported that the occlusion segment was a dissection in the left external iliac distal to a segment treated with a self-expanding bare stent, and was not an issue with the stent graft. The post implant pulse in the left foot was diminished, but was not a concern initially. However, it was later noted that the there was no pulse in the foot. A CT was performed and the dissection was discovered. An additional stent was placed across the dissected segment to successfully re-establish distal flow. The physician commented that it was a mistake to have not looked more distal on the run post bare stent placement because the dissected segment would have been identified during the index procedure. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.